Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to bacterial infection. Reportedly, a bacteria was found on the blood of the patient and on the leads prior to the system extraction. There were no additional adverse patient effects reported. The rv lead was explanted.